Manufacturer narrative:
The reported event of end of battery life on the returned ipg was not confirmed. At receipt, the ipg would communicate with ipg and the battery was fully recharged. It passed the discharge test. It also passed all functional testing at the autotester. No root cause was identified for the reported event.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was inoperable, and lead migration. X-rays confirmed migration. Surgical intervention was undertaken during which the system was explanted and replaced. Effective therapy was confirmed.